Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: the black box shows one por recorded after cs-088 alarm. No unexplained por events were observed. Battery compartment is cracked below the bumper pad. No damage found to returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24-hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint. The display screen has a pinkish contrast. Returned battery cap/ returned cartridge cap used to complete testing.